Manufacturer narrative:
Per - (B)(4) initial report. Additional information and the return of the reported device has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be requested and reviewed.

Event description:
Revival proximal body trial would not dissengage correctly from the distal component. Excessive force was required to remove the trial.

Manufacturer narrative:
Per - (B)(4) final report, functional testings were performed which did not reveal any anomaly: no excessive force was necessary to remove the device. The origin of the complaint may be related to a misuse. Based on this, corin now considers this case closed.

Event description:
Revival proximal body trial would not disengage correctly from the distal component. Excessive force was required to remove the trial.